Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experiencing high blood glucose. Customer's blood glucose level was 550 mg/dl. Customer stated that they missed carb for eating and infusion set was bent. Trouble shooting was declined. Customer reported symptoms of high blood glucose such as nausea. Customer was using the insulin pump system within 48 hours of reported event. The insulin pump will not be returned for analysis.